Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing process, insulin was not observed exiting the end of the tubing. The supplies were changed to address the issue; however, insulin was still not observed exiting the tubing following the supply change. The customer reported a blood glucose level of 97 (mg/dl). During troubleshooting with tandem technical support, the customer disconnected the luer lock and observed insulin. The customer also observed insulin fill the tubing; however, the insulin did not exit the end of the tubing. The tubing was replaced and insulin flowed normally through the tubing and exited the end.